Manufacturer narrative:
D6a: date of implant is not known. Estimated date not provided as year not known. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was explanted and replaced due to leak in the system, which caused the system to be empty upon explant.

Event description:
According to the available information, the device was explanted and replaced due to leak in the system, which caused the system to be empty upon explant.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. A separation was noted on the inlet tubing of the reservoir at the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the inlet tube of the reservoir to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.